Event description:
It was reported that the patient had surgical complications during left ventricular assist device (lvad) implantation. They had aortic insufficiency and right ventricular strain. The patient was unable to be weaned from the cardiopulmonary bypass machine, requiring a right ventricular assist device (rvad), centrimag, to be placed. After the procedure, while the patient was in intensive care, the patient had significant bleeding from the driveline site and large volume of blood from their chest tube. They received 8 units of packed red blood cells (prbc), 5 units of fresh frozen plasma (ffp), 20 units of cyro, and 7 units of platelets. They were also given desmopressin and protamine. On (B)(6) 2022 that patient was sent back to the operating room for concerns over tamponade. The chest was opened, and a large amount of blood and blood clots were noted. The clots were removed, the chest irrigated, and the chest was cauterized. (B)(6) 2022 daily prbc's and transfusion were given to maintain hemoglobin greater than 8.0. The patient had supraventricular tachycardia with a heart rate in the 180's on (B)(6) 2022. They received two 150 mg amiodarone ivs and an IV of magnesium, the patient was successfully cardioverted back to normal sinus rhythm. As of (B)(6) 2022 a tracheostomy was performed to remove the buildup of mucus that was the result of respiratory failure. The patient had a weak cough which improved after the secretions were removed. The patient was re-intubated for airway protection. On (B)(6) 2022 electrophysiology was consulted. Ablation was not recommended. The patient was started on lidocaine drip on (B)(6) 2022 which continued until (B)(6) 2022 at which point the patient was started on an oral dose of mexiletine. On (B)(6) 2022 the patient had copious amounts of foul-smelling diarrhea. A stool sample was positive for c-diff. The patient was started on vancomycin on (B)(6) 2022 . The rvad was decannulated on (B)(6) 2022 after which the patient continued on inhaled nitric oxide and inotropes. Related manufacturer report number for lvad: 2916596-2023-00182.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infections could not be conclusively determined, and a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), on (B)(6)2022. The implant procedure was complicated by aortic insufficiency and right ventricular strain, and the patient was unable to be weaned from cardiopulmonary bypass. The patient was subsequently placed on a centrimag right ventricular assist device (rvad). The patient experienced bleeding from the driveline and chest tubes on (B)(6)2022 requiring blood product transfusions, vasopressin medication, and medication to reverse blood thinner medication. The patient was returned to the operating room (or) on (B)(6)2022 emergently for concern of tamponade. Blood clots were removed, the chest was irrigated, and electrocautery was performed. The patient experienced supraventricular tachycardia on (B)(6)2022 and received antiarrhythmic medication and magnesium. Cardioversion back to normal sinus rhythm was successful. The patient was re-intubated for airway protection on (B)(6)2022 due to tenuous respiratory status with weak cough and significant secretions. The patient received a tracheostomy on (B)(6)2022 and required ventilator until (B)(6)2022. Electrophysiology was consulted on (B)(6)2022 for recurrent ventricular tachycardia, and antiarrhythmic medication was started on (B)(6)2022. Antiarrhythmic medication was switched on (B)(6)2022, and the patient¿s ventricular tachycardia resolved on (B)(6)2022. The patient was positive for a viral infection on (B)(6)2022, which was a recurrent infection from (B)(6)2022, and the patient received antiviral medication. The patient had a stool sample positive for bacteria on (B)(6)2022 and was placed on antibiotic medication on (B)(6)2022 until (B)(6)2022. The rvad was removed on (B)(6)2022, and the patient continued on a vasodilator until (B)(6)2022, and the patient continued on heart contraction medication until (B)(6)2022. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. A valid lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump was not returned for evaluation. The us (united states) centrimag blood pump instructions for use (IFU) (rev. 09) is currently available and lists bleeding, cardiac arrhythmias, infection, and respiratory failure as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.